Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases fold, crack valve, wear abrasion, and white particles in the shell. Leak test and microscopic analysis was performed which identified: crack valve and a striated opening on radius. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening on radius assessed as surgical damage. Reason for reoperation: later reported, valve leak and/or damage.

Event description:
Healthcare professional reported right side deflation. Later reported by healthcare professional, valve leak and/or damage. Device has been explanted.